Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that one bail and one cover were missing, one bail cover was cracked, the ring and cover were missing and the battery drawer o-ring needs to be replaced.

Event description:
It was reported that the ventricular socket was detached and broken and one clamp was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.